Event description:
It was reported that total knee arthroplasty was performed in 2008. Revision procedure was performed in 2009, due to pain and loosening of the tibial tray. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united stated. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process, but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA.